Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the pt's response to a follow up letter was received. They reported what their weight was at the time of the event. The pt noted they had an appointment with the doctor and rep on (B)(6) 2025 to address the recharging taking longer and being more frequent and the leg pain, so the cause was not determined yet. Steps taken included getting shots in their back, which didn't work, so the pt noted they might have to have an MRI.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient would go to charge and would take a very long time. Pt stated it would go blank and would have to start again because it would stop and shut down. Pt stated it never did this before and a couple of times took battery out and would work however they would see call medtronic, pt was not sure what code was. Pt mentioned they had to charge a lot of more and used to do 2x a week and now every other day. Pt stated it was taking longer to charge than it used to.  Agent advised to reset equipment and after reset pt was charging and seeing excellent for most of call. During call patients ins advanced to 30%.  Pt stated they were having trouble with leg at the end of (B)(6). Pt stated that in (B)(6) they started having awful pains in legs, thigh and down to ankle and went through pain management and gave two shots in spine that only lasted a few days. Pt stated his back was getting worse. Pt stated that he was going this week again trying to figure out if he could use his system again.